Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side textured to smooth implant exchange and rupture. Device has been explanted.

Event description:
Physician reported, right side textured to smooth implant exchange and rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, red particles on the shell and an opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.